Manufacturer narrative:
The broken product was received for evaluation. It was noted that all the pieces were not sent in for evaluation. Visual examination noted that approx. 13mm of the tungsten carbide insert on the bottom blade was missing. The remaining portion of the stainless steel was bent outward indicating that the break is consistent with being broken while in use. It was also noted that the finish on the device was inconsistent with the original manufacturing process. The metal on the blade portion has the appearance of being polished and has a different texture then the shanks. There were no indications of corrosion, or material defects. Root cause can be attributed to mechanical overstress. Cause of mechanical overstress can not be determined at this time, but may include, but not limited to, device being modified by someone other than the original manufacturer, and, or being damaged during handling such as reprocessing. A review of the device history record did not find any issues with the reported lot number.

Event description:
Scissor blade broke during surgery. Broken piece was removed during procedure. Surgery was aborted and re-scheduled for a later date.